Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges fell off the pump, and subsequently intermittent occlusion alarms occurred. The customer changed the cartridge multiple times to resolve the issue and used tape to keep the cartridge in place. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections for bolus deliveries and continued to use the pump for basal delivery.